Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The device lot number was not provided. Without the lot number, a review of the device history report (DHR) cannot be performed. The nxstage one user guide provides the following warning: secure caps and close clamps after priming, and after each use to prevent blood loss or air entering the patient blood lines. The nxstage one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 13 apr 2017 from a home therapy nurse (htn) regarding a (B)(6)year-old male who was receiving standard home hemodialysis treatment on (B)(6) 2018. At an unspecified time in the treatment, the patient noted blood leaking from the unclamped heparin line. Blood loss was reported to be approximately 150ml. The patient was transfused with 1 unit of packed red blood cells (prbc''s) on (B)(6) 2018. The patient was expected to resume standard home therapy hemodialysis after the blood transfusion.